Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a few clips and they were fine. After that the clips were starting to scissor. The case was completed with a competitor's device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Third or fourth and another random firing. What vessel or structure was the device fired on at the time of the event? Cystic duct and cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Yes, the rep fired the device on a rubber glove and the clips were scissoring.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty but the lock out mechanism was found not functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lock lever was damaged resulting in the non-functional lockout mechanism; please note this finding is unrelated to the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.